Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5060244. Product family: scs-clik anchor, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 26287581.

Event description:
It was reported that the patient had a non-device related fall which caused her pre-existing pain in the lumbar area and legs to return. The patients spinal cord stimulator leads displayed high impedances therefore, the patient was reprogrammed and stimulation coverage was achieved. However, the patient then underwent a lead revision procedure where both leads were explanted. The physician visually confirmed that one of the leads had a small break at the entrance of the clik anchor. The physician assessed that the patients fall may have been the cause of the lead break. No new devices were implanted at this time due to the patients anatomy. The patient was doing fine post-operatively. The explanted devices will not be returned as they were retained by the medical facility.